Manufacturer narrative:
The ID for this device should be 15102202, not 15102201.11/19/15 - additional information was provided that the vascular surgeon was successful in removing the device parts. Based on the conducted investigations no manufacturing related root cause could be identified. The reported balloon rupture and subsequent balloon separation might be related to the calcified lesion. However, since the device was not retuned for investigation, the final root cause could not be determined.

Event description:
Ous MDR - having used the passeo-18 balloon to treat a lesion in the sfa, the physician noted that the balloon felt 'sticky' and resistance was felt upon removal of the device. The balloon had been inflated to nominal pressure for treatment of the lesion. The distal balloon portion of the delivery system had fractured and detached from the rest of the delivery system. No part of the device was retained following removal - all fragments were discarded. Consequently there will be no product to return for investigation. The patient was transferred to a different hospital for vascular surgery for removal of the device parts.